Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.